Event description:
Customer reported performing comparison tests with the freestyle meter. The customer received erratic results of 206 mg/dl vs. 75 mg/dl, and on another occasion 334 mg/dl, 164 mg/dl and 272 mg/dl. There is no indication that the customer required medical attention.